Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 555 mg/dl. Bg level was addressed with a correction bolus via the pump and went to the emergency room where they were subsequently hospitalized. The customer was treated intravenously with fluids of saline and insulin. Reportedly, the cartridge had been in use for more than three days. Additionally, it was reported that the cartridge was reused. Tandem technical support educated the customer on insulin labeling and cartridge reuse. The customer was released from the hospital on the same day with no permanent damage. The customer continued to use the pump for insulin therapy.